Event description:
Philips received a report that the customer states that in an axial acquisition of a CT scan, the scanner is mathematically creating it's own slice thickness and incrementation. If you build an axial protocol with the collimation 4x0.75 at a 1.5 contiguous it will give you two slices per rotation. This problem reportedly affects the doctor's interpretation of the scans, but no pt info was received regarding this event.

Manufacturer narrative:
This report is being filed as a result of a retrospective review of philips healthcare complaints back to january of 2007. Engineering investigation determined this malfunction was due to a software defect in the MFR/host application. This issue was fixed with software update 2.2.5.1900, and the customer site was provided with a work around until the software upgrade was available. (B)(4).